Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer went to emergency room due to high blood glucose level. Customer's blood glucose level was over 600 mg/dl. Customer was treated with insulin drip. Customer experienced blood glucose levels of 136, 152, and 212 mg/dl. Customer had blood loss. Customer stated that there was no air bubbles and leak. The insulin pump will not be returned for analysis.